Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself after pressing the code summary button. As a result, defibrillation would be delayed or prevented if necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself after pressing the code summary button. As a result, defibrillation would be delayed or prevented if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Initial medwatch report indicates: event date: (B)(6) 2018. Initial medwatch report should indicate: event date: (B)(6) 2018. Additional information: the patient was a (B)(6) female. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power as reported. The batteries and battery pins in the device were replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.